Event description:
A patient had a 48 hour bravo ph capsule placed at another hospital for evaluation of presumed gerd, gastric esophogeal reflux disease. The 48 hour bravo ph capsule is endoscopically placed into the esophagus. After 48 hours, the bravo ph capsule is supposed to detach and/or dissolve. When this patient was admitted to our hospital with complaints of dysphagia and on endoscopy the 48 hour bravo ph capsule was found still attached to the distal esophagus.